Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted one year, was emitting beeping tones and reached a battery status of end of service (eos). The physician expressed dissatisfication regarding the longevity performance of this device.